Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2010, this patient was implanted with a gore tag thoracic endoprosthesis using a gore introducer sheath with silicone pinch valve (ts2230/7374023) to treat a thoracic aortic aneurysm. The endoprosthesis was deployed without issue. Removal of the introducer sheath resulted in traumatic injury to the iliac artery. Blood loss was estimated to be 8096 ml. Hemostatic agents and intra-procedure transfusion were given to the patient to treat the iliac artery rupture. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged from the hospital. Aneurysm diameter was 41 mm. Four more follow-up studies were performed, and no further adverse events were reported. Aneurysm diameter reduced to 37mm. On (B)(6) 2014, at the four-year follow-up study, no adverse events were reported. Aneurysm diameter measured 35 mm.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.